Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received an inappropriate shock due to over-sensed non-physiological artifacts in the primary sensing vector. Additionally, there were two untreated episodes that showed similar noise. Boston scientific technical services was contacted, and it was discussed that the treated and untreated episodes were consistent with sense node b artifacts. It was recommended to reprogram the device to the secondary sensing vector to resolve the event and no additional adverse patient effects were reported. This s-ICD system remains implanted and in-service.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received an inappropriate shock due to over-sensed non-physiological artifacts in the primary sensing vector. Additionally, there were two untreated episodes that showed similar noise. Boston scientific technical services was contacted, and it was discussed that the treated and untreated episodes were consistent with sense node b artifacts. It was recommended to reprogram the device to the secondary sensing vector to resolve the event and no additional adverse patient effects were reported. This s-ICD system remains implanted and in-service.